Event description:
It was reported the device entered backup mode due to use in an off label MRI environment. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.